Manufacturer narrative:
This is being reported as no confirmed casual relationship with the biofinity toric (comfilcon a) lens. Method: no lot information, no lenses, no device information, no examination of devices were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn.

Event description:
Pt reports epidemic keratoconjunctivitis. Medical incident report form the treating facility notes that this is not believed to be related to the lens. This is being reported as a non confirmed causal relationship with the biofinity toric (comfilcon a) lens.